Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced high and low blood glucose. The customer¿s blood glucose level was 403 mg/dl at time of incident and current blood glucose level was 142 mg/dl. The customer¿s blood glucose level was 300- 400mg/dl, 33 mg/dl253 mg/dl, 169 mg/dl and 250 mg/dl. The customer was treated with pump and food. Customer declined to troubleshoot for low blood glucose. The customer performed high pressure test and received a no delivery. The customer was advised to change entire set, reservoir and insulin and treat per healthcare professional instructions. The customer was advised to follow up with healthcare professional concerning high blood glucose. The insulin pump will not be returned for analysis.